Manufacturer narrative:
Evaluation summary: visual inspection of the returned product noted the patch was fragmented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an investigation of this condition identified the potential root cause as a combination of a manufacturing and shipping container issue. The manufacturing process has been adjusted to prevent this condition from recurring. The use of the shipping container that contributed to the reported condition has also been discontinued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a laparoscopic sleeve gastrectomy procedure. When the product was folded against the shaft of the instrument to bring into the abdomen cavity, it broke in the middle. It sounded like crunching a toast. This occurred prior to being inserted into the abdominal cavity. No pieces were able to be properly implanted. The patient outcome is alive, no injury.